Manufacturer narrative:
On 11-feb-2021, the suspected medical device was returned for evaluation. On 22-feb-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed a crease/fold on the posterior view. Additionally, a tear was noted within the crease/fold, measuring approximately 4.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-dec-2020, mentor received additional information regarding the patient's post-op condition after the revision surgery. After the revision surgery, the patient has fully recovered. On (B)(6) 2020, it was found the side of the device was omitted on the initial report. On (B)(6) 2021, the analysis was completed based off of a photo that was provided. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number:(B)(4). This report is for the left-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with two 300cc mentor memorygel breast implant prostheses and experienced postoperative bilateral rupture. Ultrasound performed on unknown date indicated the rupture, and the diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal and replacement with unspecified breast implants on (B)(6) 2020. The date of implantation was estimated as (B)(6) 2010 based on available information. This report is for the one of the reported prostheses.